Event description:
The customer reported being hospitalized due to large amount of ketones and high blood glucose of 700mg/dl. The caller was treated with an insulin drip. The customer experienced nausea, weakness, and chest pain. Troubleshooting was declined as customer felt that it was not a problem with the insulin pump. The customer stated that she will meet her doctor the next day. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.